Event description:
It was reported that the patient was experiencing inadequate pain relief and charging issues. The patient underwent an implantable pulse generator (ipg) repositioning procedure. Patient is doing well postoperatively. Nothing was explanted. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.